Event description:
The following article was received based on a literature review: article: gonioscopy-assisted transluminal trabeculotomy in primary angle-closure glaucoma a prospective, interventional, non-comparative, single-center study was done to report on outcomes of gonioscopy-assisted transluminal trabeculotomy (gatt) in eyes with primary angle-closure glaucoma (pacg). A total of 88 patients (B)(4) eyes) with pacg underwent an ab interno trabeculotomy, using either a 5.0 polypropylene suture or an illuminated microcatheter, with up to 24 months of follow-up. Part of the procedure was the injection of the viscoelastic (healon gv, j&j vision, florida, USA) into the anterior chamber. These patients were grouped into only gatt was performed (¿gatt only¿ group, (B)(4) eyes) and combined gatt with cataract surgery was performed (¿gatt + phaco¿ group, (B)(4) eyes). Complications included: transient hyphaema in all cases, resolved by 2 weeks after surgery hyphaema (persisting > 2 weeks) (B)(4) eyes), required an anterior chamber washout. Isolated iop spikes (B)(4) eyes) transient hypertony (B)(4) eye) there were no further interventions reported. A copy of the article is provided with this report.

Manufacturer narrative:
Age/date of birth: no exact ages were provided, mean age is 69.9 years, range is 44-91 years of age. Gender: 88 patients (103 eye), 46 female (52.3%) and 42 male (47.7%) patient identifiers were not collected or recorded and therefore are not available. Date of event: exact dates not provided, article acceptance date is (B)(6) 2021. The device was not returned for evaluation and the lot number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. Citation: sharkawi, e.; artes, p. H.; lindegger, d.j.; dari, m.l.; el wardani, m.; pasquier, j.; guarnieri, a. Gonioscopy-assisted transluminal trabeculotomy in primary angle-closure glaucoma (2021) graefe¿s archive for clinical and experimental ophthalmology (2021) 259:3019¿3026 https://doi.org/10.1007/s00417-021-05244-7. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.